Event description:
Customer reported that the insulin pump alarmed failed battery test. Customer stated that it ran out of battery and he changed the battery and received the failed battery alarm. The error did not clear with six battery changes. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; alarm occurred again. Blood glucose value is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.